Event description:
Impella device malfunctioned, which then led to a series of unfortunate events. Following placement of the initial impella device which in itself was completely straightforward, a few hours later, the ICU team noticed reduction of impella purge flows. When the impella rep was contacted, he thought that there might be thrombus formation on the device, which then led him to suggest thrombolysis of this potential clot with tpa [tissue plasminogen activator]. Initially, with 1 or 2 hours of tpa administration, the impella purge flows improved, and the tpa was stopped. However, the problem recurred, and tpa was re-administered. This then led to sweating of blood from the dacron graft itself, which then led to formation of a hematoma at the impella insertion site, which then required re-exploration by my colleague over the weekend. This is unarguably a potential problem with administration of thrombolysis with tpa. The device continued to malfunction with intermittent cessation of impella purge flows. Further anticoagulation and tpa would not improve the situation any further. Given that this patient was a blood type o and was expected to potentially have the impella device for at least 2 months while waiting for suitable heart due to the current unos [united network for organ sharing] waiting times, the ICU team and I thought that the best option would be to replace the malfunctioning impella device with a new impella device. The impella device which was explanted in the operating room has subsequently been retrieved by johnson & johnson for close inspection and examination.